Manufacturer narrative:
The insulin pump was not in manufacture mode. However the pump was received with partially broken reservoir tube lip, case cracked behind the pump near the battery compartment, missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, and minor scratched lcd window. The analysis was unable to be perform the displacement test due to missing retainer. A test reservoir was installed and did not lock in place due to missing retainer. The case at the battery tube, battery tube lip, and inside of the battery tube was inspected and no missing pieces or parts broken off noted.

Event description:
The customer reported via phone call that the insulin pump got damaged at battery compartment. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.